Manufacturer narrative:
(B)(4). The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was intermittently detecting the connection of the defibrillation therapy cable assembly. Without recognition of this cable, the device would not be able to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated.